Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a machine in critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A field service engineer remoted into another station ok and tried to ping pb nursery¿s ip address, not reachable. Checked health check records for gateway¿s ip address, could not ping gateway, changed the settings for hospital it related to ip information and domain name servers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.